Manufacturer narrative:
Batch review performed on 22 february 2024: lot 2237506: 20 items manufactured and released on 02-dec-2022. Expiration date: 2027-11-15. No anomalies found related to the problem. To date, 17 items of the same lot have been sold with no similar reported event during the period of review. Additional component revised: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2108143: (B)(4) items manufactured and released on 12-july-2021. Expiration date: 2026-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2023, the patient came in reporting pain due to a fractured femur that was caused from falling. The surgeon revised the head and stem and the surgery was completed successfully. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.